Manufacturer narrative:
In reviewing the manufacturing record for lot w58303, no issues with ckmb were observed. Lot passed release specifications. No non conformances were generated during the production of the lot. No sample will be returned, and sample interference cannot be ruled out as a cause of the discrepant results. Unable to determine root cause with the given information.

Event description:
Caller alleged discrepant high ckmb results. Results as follows: ER patient result on the 97022hs panel: tni= <0.05; ckmb= >80. The same sample was run in the lab. Results as follows: total ck= 23 (considered normal). Patient was redrawn 45 minutes later with the same triage results. New sample was not ran in the lab. Tni= <0.05; ckmb= >80. Patient was transferred to (B)(6). Caller mentioned that the technician had a hard time sticking the patient and there may have been issues due to hemolysis. Not enough sample remained to send in for investigation. Caller was unable to provide the patient diagnosis or status, and did not know if an EKG was done. Follow up calls with the customer did not provide additional information as the patient was transferred to another facility.